Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that the app stopped working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss, of which the probable cause could not be determined. The reported event of the app stopped working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.